Event description:
It was reported that the surgeon inserted a cq2015 collamer three piece lens and the lens tore. The lens was removed with no pt injury, no enlarged incision or sutures. Another lens was implanted.

Manufacturer narrative:
No lens returned in unit carton.